Event description:
The customer reported to terumo bct customer support that there was air in the return line over 2in. The procedure was stopped before air reached donor. The customer stated that they did not save the tubing set and the operator did not document the donor information. The customer reported that there was no adverse events associated to this issue because the donation was stopped prior to any air being reinfused to the donor and they were released with no follow up . Donor information is not available for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were five reports of a similar issue. See mdrs: 1722028-2022-00159, 1722028-2023-00150, 1722028-2022-00042, 1722028-2023-00350, 1722028-2023-00340. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the introduction of air due to a partial occlusion in the lines such as kinks. Clumping/clotting in the set due to inadequate ac prime or ac ratio. The introduction of air due to a leak in the return line. A disposables leak. The introduction of air from the sample bag to the return line due to the sample bag not being clamped/clamped adequately prior to the start of the procedure. A defective clamp

Event description:
The customer reported to terumo bct customer support that there was air in the return line over 2in. The procedure was stopped before air reached donor. The customer stated that they did not save the tubing set and the operator did not document the donor information. The customer reported that there was no adverse events associated to this issue because the donation was stopped prior to any air being reinfused to the donor and they were released with no follow up . Donor information is not available for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that there was air in the return line over 2in. The procedure was stopped before air reached donor. The customer stated that they did not save the tubing set and the operator did not document the donor information. The customer reported that there was no adverse events associated to this issue because the donation was stopped prior to any air being reinfused to the donor and they were released with no follow up . Donor information is not available for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.